Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the during patient use of the cleo® 90 infusion set, the infusion pump alarmed for an occlusion multiple times. According to the report, the patient changed their infusion site three times prior to contacting the reporter. It was reported that the patient blood glucose levels rose to 309 mg/dl due to the reported event. The patient delivered a correction insulin bolus to resolve their high blood glucose. Through troubleshooting, it was determined that the occlusion was located in the site tubing. The reporter stated that the patient indicated that they would attach new tubing to the pump, fill tubing, connect to the current site, fill cannula, and resume insulin therapy. Related MFR #: 3012307300-2017-00676, 3012307300-2017-00685, and 3012307300-2017-00686.